Manufacturer narrative:
Age, weight, and ethnicity: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) sheared. No further information provided.

Manufacturer narrative:
Section b5: additional information received from the surgery center revealed that there was no patient contact with the lens/ cartridge. Upon reviewing the complaint folder, it has been determined as there was no patient contact with the lens, the reported haptic damaged is no longer considered a reportable event. Therefore, no further information will be submitted under medwatch 2020664-2021-07547. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.